Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 463 mg/dl. The customer¿s blood glucose level was 153 mg/dl. The customer provides details regarding symptoms of their high blood glucose episodes such as extreme vomiting, nauseous and dizzy. The customer treated with the intravenous injection, manual injection and emergency room visit. Customer stated that they insulin pump had received insulin flow blocked alarm. Troubleshooting was declined for high blood glucose level. The insulin pump will not be returned for analysis.